Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer reported via phone that they received a vapr s90 4.0mm with integrated hand piece with a spec of dirt inside the sterile packaging. There was no case or patient involvement. The device is being returned for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer reported via phone that they received a vapr s90 4.0mm with integrated hand piece with a spec of dirt inside the sterile packaging. There was no case or patient involvement. The device is being returned for evaluation. The customer stated via phone that she does not know where the device is and cannot return it.